Manufacturer narrative:
(B)(4). The investigation could not be completed: no conclusion could be drawn, as no product is entering the complaint system. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that it was not possible to lock the screw into the 3.5er t-pl. This is report 3 of 10 for complaint (B)(4).